Manufacturer narrative:
Correction: the correct date of explantation is (B)(6) 2015, and not june12, 2005 as previously reported. This report is filed september 10, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, for unknown reasons. The patient was reimplanted with a new device (date not reported).